Manufacturer narrative:
Hamilton medical ag complaint number: (B)(6) follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 06 june 2024. It was reported by hamilton medical inc, that on 05 apr 2024 in mercy hospital grand rapid, during start up phase, hamilton t1 ventilator ((B)(6)) 1st control board was replaced due to the recall on 03/20/2024 and was completed without incident. Approximately 2 weeks later, device was not able to operate under battery power and not able to power on when plug in. On 04/05/2024, the 2nd control control board was installed and the device operated normally. System checks and testing passed after the repair. According to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: power cord/plug not connected properly or defective. Defective power supply (voltage out of tolerance 23.76..24.24vdc). Defective driver board. Defective control board (voltage supervision). Battery management/ source selector detected an undervoltage/current and disables the output voltage. Hamilton-t1 only: connected on dc only, but dc voltage is out of tolerance dc_in: 10..31vdc: check dc cord (also fuse in car cable). The following correction can be considered accordingly: check if external power is available and within specifications. Check power cord if connected properly and replace power cord if necessary. Voltage check: ensure the device is switched off and connected to external power, check plug if properly inserted (both sides): check voltage on control board (between test pins +24v_ps_tp gnd) replace power supply if +24v_ps_tp voltage is out of range (13.57 - 13.85vdc) replace driver board if voltage is within range (13.57 - 13.85vdc) replace control board if problem remains (defective voltage monitoring). To prevent unintentional disconnection of the power cord, make sure it is well seated into the ventilator socket and secured with the power cord retaining clip. Always check the reliability of the ac outlet. The ac power symbol in the bottom right-hand corner of the screen is displayed with a frame around it. The battery charge indicator lights (underneath the power on button) indicate the availability of external power. Workaround: disconnect from ac and dc power and remove batteries. Reinsert batteries and reconnect to ac or dc power. If failure remains check all internal cables and connections. Replace driver board if problem reappears. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 06 june 2024 it was reported by hamilton medical inc, that on (B)(6) 2024 in (B)(6) hospital , during start up phase, hamilton t1 ventilator (sn (B)(6) 1st control board was replaced due to the recall on 03/20/2024 and was completed without incident. Approximately 2 weeks later, device was not able to operate under battery power and not able to power on when plug in. On (B)(6) 2024, the 2nd control board was installed and the device operated normally. System checks and testing passed after the repair. According to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: -power cord/plug not connected properly or defective -defective power supply (voltage out of tolerance 23.76..24.24vdc) -defective driver board -defective control board (voltage supervision) -battery management/ source selector detected an undervoltage/current and disables the output voltage. Hamilton-t1 only: -connected on dc only, but dc voltage is out of tolerance dc_in: 10..31vdc: check dc cord (also fuse in car cable) the following correction can be considered accordingly: - check if external power is available and within specifications - check power cord if connected properly and replace power cord if necessary - voltage check: -- ensure the device is switched off and connected to external power, check plug if properly inserted (both sides): --check voltage on control board (between test pins +24v_ps_tp gnd) --replace power supply if +24v_ps_tp voltage is out of range (13.57 - 13.85vdc) --replace driver board if voltage is within range (13.57 - 13.85vdc) --replace control board if problem remains (defective voltage monitoring). To prevent unintentional disconnection of the power cord, make sure it is well seated into the ventilator socket and secured with the power cord retaining clip. Always check the reliability of the ac outlet. The ac power symbol in the bottom right-hand corner of the screen is displayed with a frame around it. The battery charge indicator lights (underneath the power on button) indicate the availability of external power. Workaround: disconnect from ac and dc power and remove batteries. Reinsert batteries and reconnect to ac or dc power. If failure remains check all internal cables and connections. Replace driver board if problem reappears. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.